Event description:
This report summarizes malfunction reports of preloaded intraocular lenses (iol) delivery system damaging another device . The reported patient ages range from unknown to 79 years. There were 1 male patients, 5 female patients and 6 unknown gender.

Manufacturer narrative:
(B)(4). The manufacturer internal reference number is: (B)(4).